Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid in the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1636 which reflects the transformer has p180 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. A pre-accelerated stress test (ast) simulated treatment was performed on the cycler and completed without any failures or problems. An internal inspection of the cycler revealed visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient's contact reported to fresenius technical support (ts) that the screen of their liberty select cycler went blank during an unknown phase. They tried rebooting the cycler, pressed the ok and stop keys, and tapped the touch screen; however, the blank screen issue persisted. The ok and stop keys lit up and made noise when pressed, but the screen remained blank. The ts representative advised the contact to discontinue use of the cycler and a replacement cycler was issued to the patient. The contact was also advised to notify the patient's pd registered nurse (pdrn) of the replacement. It was confirmed the patient was trained to perform manual/continuous ambulatory peritoneal dialysis (capd) therapy, but they did not have any capd supplies. There was no indication that the event resulted in a serious injury, or that the patient required medical intervention due to the issue. Later that day, the contact called ts again stating they were unable to open the cycler door to remove the cassette. As a result, the contact said the cycler would be returned with the cassette still inserted. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.